Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The reflux software photo showed the attention message: "4.0 hours of unusable data was detected at the end of this study. This data has been removed." It was reported that the bravo study data recording time was shorter than expected, and the bravo capsule failed to transmit to the recorder during the procedure. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule or recorder lost connection during the study. The patient returned to facility and an alternate recorder was paired. The patient still reported intermittent connection. The study from the first recorder was uploaded and displayed, "6.2 hours of unusable data detected at the end of this study. This data has been removed." When the study from the second recorder was uploaded it displayed, "4 hours of unusable data detected at the end of this study. This data has been removed." There was no patient or user harm.

Manufacturer narrative:
D10 concomitant products: unk-bravo, unknown bravo (serial#: unknown), unk-bravo, unknown bravo (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.